Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly displayed alert 38 indicating consecutive stalled motor immediately after each restart throughout a single day, despite battery charge above 50 percent and no supply change, and a replacement device was provided with user education completed. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy due to device malfunction. Investigation included review of the reported alarm history and product return logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.